Manufacturer narrative:
It was reported that the compressor alarmed for low air pressure. Our field service engineer (fse) was on site to investigate the reported issue. Visual inspection showed that the internal compressed air tubing was broken and needed to be replaced. After replacement, the device passed all functional and safety tests and was returned for clinical use. The conclusion in this matter is that the compressor tubing was broken and the root cause of broken tubing could not be determined. Leaking internal compressor tubing may lead to poor air supply. In the case of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated according to the user´s manual, it is recommended to perform an extended maintenance at 10 000 hours of operation, when replacing filters, compressor tubing, shock absorbers and overhauling the compressor.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).